Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when the surgeon tried to perform 2d x-rays, it would randomly not "fire." Additionally, the system would move the gantry from 360 degrees to 270 degrees on its own. When the system finally took the x-ray, the image was not visible on the mobile view station (mvs.) The next action was to replace the pendant for possible stuck buttons. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Multiple fdd/annex a codes were reported. A051206 was coded for the system moving the gantry on its own. A110201 was coded for the possible stuck pendant buttons and images not being visible on the mvs. A090501 was coded for the system not randomly "firing" when trying to take 2d x-rays. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pendant was returned to the manufacturer for analysis. Analysis found that the reported complaint was unable to be confirmed. The pendant was still fully functional, including the keys. Visual inspection did show that the pendant laminate was starting to lift/bubble up from around the keys. The pendant was worn. Analysis found that the reported event was related to a mechanical issue. Fdm b01, fdr c07, and fdc d02 are applicable to the hardware analysis. H3: a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported issue was unrelated to the software. Analysis found that the software functioned as designed. Fdm b01, fdr c19, and fdc d14 previously reported are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the system was working properly. The field service engineer tried to reproduce the issue, but it was not possible. However, the fse decided to replace the pendant and the software anyway. The imaging system passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, version: 4.2.1, ubd: unknown, UDI#: unknown h6: img code g02008 added to reflect newly added concomitant product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.